Event description:
The patient contacted animas on (B)(6) 2012 alleging that the up arrow and down arrow keypad buttons required hard presses to elicit a response. The patient noted peeling and tearing over the up arrow and down arrow keypad buttons three weeks after the tactile issues started. The patient denied moisture to the pump. The patient reportedly wore the pump in a case on a belt and cleaned the pump with a tissue or soft towel. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn at the up and down arrow buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The keypad buttons were found to be responding appropriately to presses. The keypad was removed and contamination was observed under the contrast and down key contacts.